Manufacturer narrative:
Return tab was issued once warranty seal was received, however instrument has not been received at oslo site.

Event description:
The customer was facing an issue with the afinion 2 analyzer. (S/n: (B)(6)) - report of automatically shutting down - startup failure. The customer and abbott employee gave the information over the phone. - the instrument switches off during the self-test in seconds automatically. - they even performed the troubleshooting below and still, the issue persists. Customer reported slight spark with slight shock from the adapter (power cord) of afinion 2. Upon switching off the main, the adapter (power cord) was still showing the blue light for a few seconds before going off. During that time the customer tried to remove and reconnect the adapter to the instrument which gave a slight spark and there was a slight shock. There was a crack in the mains cord, where it connects to the power supply. The customer was using power supply mascot blue. Afinion 2 analyzer serial number: (B)(6). No information to power cord serial number. - visible smoke - no. - evidence of fire - no. - static electrical issue - no. - electrical shock (not static issue) - slight spark with slight shock. - charring - no. - burnt smell - no. - scorch marks - no. - instrument being warm/hot too touch - no. No clinical impact. Investigation via customer communication identified a broken are on the instrument where the power cord connects. As of may 31 2022 the product problem complaint had been opened for 293 days and the instrument has bot been recieved, return testing was not able to be performed.

Event description:
The customer was facing an issue with the afinion 2 analyzer. (S/n: (B)(4)): report of automatically shutting down - startup failure. The customer and abbott employee gave the information over the phone. The instrument switches off during the self-test in seconds automatically. They even performed the troubleshooting below and still, the issue persists. Customer reported slight spark with slight shock from the adapter (power cord) of afinion 2. Upon switching off the main, the adapter (power cord) was still showing the blue light for a few seconds before going off. During that time the customer tried to remove and reconnect the adapter to the instrument which gave a slight spark and there was a slight shock there was a crack in the mains cord, where it connects to the power supply. The customer was using power supply mascot blue. Afinion 2 analyzer serial number: (B)(4). No information to power cord serial number. Visible smoke: no evidence of fire: no static electrical issue: no electrical shock (not static issue): slight spark with slight shock. Charring: no. Burnt smell: no. Scorch marks: no. Instrument being warm/hot too touch: no. No clinical impact.